Manufacturer narrative:
(B)(4).

Event description:
Additional information from healthcare provider reports shocking sensation did not resolve while device was off. The device was repr ogrammed. The patient will observe sensations for one month and then return to clinic for follow up.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0sxxb, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient reported shocking in pocket site. The patient denied falling but stated that she bumped into things. The patient turned her implant off and had an appointment with her healthcare professional (hcp) for diagnostics of (B)(6) 2015. It was unknown if the issue was resolved at the time of report. The patient¿s status at the time of report was ¿alive- no injury¿ and medical history was unable to obtain at the time of report. It was unknown if surgical intervention was performed or planned. The event occurred during normal use and the indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor. No outcome or intervention was reported regarding this event. Further follow- up is being conducted to obtain information. If additional information is received, a follow- up report will be sent.

Manufacturer narrative:
(B)(4).